Event description:
Pt complained of shock during muscle stimulation. The resultant shock caused the pt to flinch, incurring a cut that required sutures. This malfunction causes the printed circuit board to change the stimulatory pt output from the intended output to a unintended higher voltage output. When such a malfunction occurs, it results in a shock sensation and possible burn.

Manufacturer narrative:
This device is for export only.